Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The blood glucose level was 209 mg/dl. The customer reported that the insulin pump was fall in water and there was small crack in the back of the pump. The troubleshooting was performed for critical pump error and declined for the physical damage on the insulin pump, and as well as the fluid exposure. The customer was advised the insulin pump need to be replaced. The customer was advised to discontinue the use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book). Insulin pump was received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. No moisture damage on the keypad traces or keypad dome switches noted. Insulin pump was received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.